Event description:
It was reported that on (B)(6) 2022, the patient presented for a right superficial femoral artery (sfa) with moderate tortuosity and calcification. For vessel preparation, atherectomy was performed using a phoenix catheter, and two balloon dilatation catheters were successfully utilized. The supera stent deliver system advanced to the lesion site without issues reported. Stent deployment was performed with successful wall apposition. During delivery system removal, the supera tip (nose cone) caught the deployed stents edge. The nose cone site had bent and had grabbed the stents proximal edge. During device retraction, the stent elongated with the entangled nose cone, and was explanted. The nose cone had not separated from the device and all was removed from the anatomy. There was no adverse patient effect and there was no clinically significant delay reported. Another device (non-abbott) was used in replacement without further issues reported. No additional information was provided regarding this issue.

Manufacturer narrative:
The device was received. The investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was returned for analysis. The reported activation failure and difficult to remove were unable to be replicated in a testing environment due to the condition of the returned device. The reported stretched stent was unable to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported/noted difficulties appear to be related to circumstances of the procedure as it is likely that during removal interaction with the deployed stent resulted in the tip getting caught; resulting in the reported activation failure and difficult to remove. Manipulation of the device resulted in the reported bent nose cone/noted device damages (kinked, stretched, collapsed inner member). The reported stretched stent was not confirmed. There is no indication of a product quality issue with respect to manufacture, design or labeling.